Event description:
The lead was explanted on (B)(6) 2011. St jude lead 1488t atrial lead was showing high impedances over the last few months. Noticed impedances of 1200 ohms 2 weeks ago at follow-up. Dr decided to do a lead revision and cap the old lead. The procedure took place at (B)(6) hospital. The physician was dr (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).